Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As these parts were removed in a revision, the complaint is considered confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For all lorenz pectus support bar 11in (part #01-3711) in the previous one years (from the notification date), there is a complaint rate of 0.06%, which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: first initial: unknown; second initial: (B)(6). Concomitant medical product: biomet microfixation elongated pectus stabilizer catalog# 01-3801, lot# ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00271.

Event description:
It was reported that the patient had a revision due to the pectus bar moving. No additional patient consequences were reported.